Event description:
Van a ccu rn called into the emergency support program line to request support with the clinical line requesting assistance for a system over temperature alarm. Van troubleshot this alarm by removing the iabp away from the bed and successfully switching to another cardiosave prior to calling the clinical line. Van reported no patient harm or injury. The esp team collected product surveillance on the first pump asked her to place a note on the pump reading system over temperature and send the pump to biomed.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during a call with the emergency support program that the cardiosave intra aortic balloon pump (iabp) requested assistance for a system over-temperature alarm. No harm or injury to the patient reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11, e3. Corrected field: b5. Additional reporter occupation is nurse. The customer troubleshot this alarm by removing the iabp away from the bed and successfully switching to another cardiosave prior to calling the clinical line. The customer reported no patient harm or injury. The esp collected product surveillance on the first pump, asked for a note to be placed on the pump reading ¿system over-temperature¿, and send the pump to biomed. The customer appreciated the support provided and had no other questions or additional troubleshooting needs.